Event description:
It was reported that a loss of capture was observed on the device. It is unknown if the patient is pacemaker dependent. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.